Event description:
It was reported by the aci sales professional that a patient underwent a diagnostic coronary catheterization procedure on (B)(6) 2011. Access was obtained at the common femoral artery (cfa) via a 6f procedural sheath. A thrombolytic intravascular ultrasound (ivus) was performed to determine the amount of plaque buildup in the coronary artery. Ivus revealed the coronary artery was calcified. Following the procedure, the physician who is trained to the mynx procedure, chose the device to close the femoral artery. The balloon was prepped with 50/50 contrast and saline solution. It was also reported that the physician used the "buddy wire" technique to facilitate the advancement of the device through the tortuous vessel. Reportedly, after the physician inflated the balloon, he retracted the balloon back against the arteriotomy and a device pull through occurred. The device was removed as a whole and the patient was converted to manual compression. Successful hemostasis was achieved. The patient was ambulated and discharged without clinical sequela reported. No further information was provided.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, and with no returned device, the cause of the reported event could not be conclusively determined. The review of the lhr (lot f1103512) did not exhibit any issue that suggests the device may have caused or contributed to the reported incident.